Event description:
Reporter indicated a vns therapy patient presented with high impedance on a system diagnostic test. The patient is experiencing sporadic painful stimulation. X-rays reviewed by the manufacturer did not reveal any lead discontinuities that could have caused or contributed to the high impedance and painful stimulation events. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.